Manufacturer narrative:
The device was not returned for evaluation. However, the reported issue was confirmed with the provided video. Even though the issue was confirmed, we were unable to conclusively determine the root cause of the reported incident. An unused sample from this lot was tested. No issues were observed. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. Note: this is report 3 of 3 related to the third shunt that was tested during the event, but was not used on the patient. Report 1220948-2023-00133 was submitted for the first device involved in the event and report 1220948-2023-00134 was submitted for the second device tested during the event, but was not used on the patient.

Event description:
It was reported the while balloon will not inflate with the safety balloon deployed. When the safety balloon was squeezed the white balloon would inflate slightly, but then deflate again. It felt like a latex free balloon. This device was not used on the patient. Note: this is report 3 of 3 related to the third shunt that was tested during the event, but was not used on the patient. Report 1220948-2023-00133 was submitted for the first device involved in the event and report 1220948-2023-00134 was submitted for the second device tested during the event, but was not used on the patient.